Event description:
It was reported that the physician had difficulty threading the catheter through the epidural needle. The physician thought the needle appeared smaller than usual. Additional info received on 05/28/2010, stated, event involved a female pt in the labor and delivery. Nacl was being administered to the pt. The physician stated that there may have been a bur on the needle preventing the catheter from advancing. The physician attempted to advance the catheter 9.5 cm through the needle, but found it would not advance past the tip of the needle into the l3 space; this attempt was unsuccessful. As a result, medical/surgical intervention was required as the physician placed a blood patch on the spinal space of l3. Reference MDR #1036844-2010-00163 for the second event involving the same pt.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.